Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. The customer's blood glucose value was unknown. Customer reported that they were changing batteries more frequently about every week and had to press buttons harder or multiple times for insulin pump to respond. Customer reported that they received lost sensors errors. The devices will not be returned for analysis.